Event description:
The facility reported a fail code 12:303 during biomed testing. The hosp rep did not have info regarding whether there have been any reports of any pt incident involving this pump since the last baxter service vent.